Event description:
The pump reportedly "did not alarm appropriately for occlusion." The pump had been in home for approx one month infusing total perentral nutrition with lipids at 75ml/h via groshong catheter. The catheter had been placed approx one week prior to the event. The pt would also periodically stop the total perentral nutrition infusion to administer intermittent intravenous push medications, some of which included promethazine, heparin and saline. On august 28, 1998, the pt began experiencing swelling and pain in her neck on the side where the groshong was placed. The pt reports that the pump did not alarm when this occurred. The pt was admitted to the hospital. Specific info regarding assessment of the placement of the groshong or treatment that occurred due to the swelling was not available was not available. No add'l info was available.